Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe the devices had been the cause of infection. Further communication with the i.c. Rep on 2/25/97 revealed that she had been able to obtain info for eight pts only. This report will address the fifth pt. Note: separate medwatch reports have been issued for each of the seven other pts. The device was implanted on 6/17/96. The device site became red with purulent drainage. The pt developed a temperature of 100.8 degrees f. The device site and blood cultures were taken and grew saterococci. The device was left in place and treated. The device site has healed. No further details are available at this time.